Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke in half during slitting. The catheter was removed. No patient complications have been reported as a result of this event.